Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to fever and chills. Blood cultures resulted (B)(6) for (B)(6). A chest CT showed concern for sternal osteomyelitis with a large phlegmon adjacent to the driveline and sternal wire. The patient was taken to the operating room for a debridement and wound vac placement. The xiphoid was removed during the procedure. A significant amount of purulent drainage was noted in the pump pocket. The patient returned to the or three more times for wound debridement and wound vac exchange. The patient was discharged on IV antibiotics and a wound vac. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event